Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unexpected movement of the clip delivery system (80412u287). It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an anterior leaflet flail. The first and second clip delivery systems (cds) were unable to grasp the leaflets. The devices were removed without reported issues. A third cds (xtr 80412u287) also had difficulty grasping the leaflets. After multiple grasp attempts, the physician looked at echo again to make sure the clip arms were in alignment. It was then noted that the clip appeared a little too anterior. The physician put some clock (torque) on the delivery catheter (dc) to go posterior. Instead of the dc moving posterior, the dc moved posterior and laterally, unexpectedly. The mitraclip eventually grasped the leaflets and was implanted, however, there was no reduction in mr. It was decided to end the procedure. There was no injury due to the difficulty grasping. Post procedure, the mr remained grade 4. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning the delivery catheter (dc) handle in this incident could not be determined. The reported failure to adhere or bond appears to be due to flailed anterior leaflet. Lastly, the reported unchanged mitral regurgitation (mr) appears to be due to difficulty positioning the dc shaft that resulted in implantation of the clip in an unintended location. There is no indication of a product quality issue with respect to manufacture, design or labeling.